Event description:
A cartridge alarm was reported, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the customer had experienced previous alarms with the device. The pump was still under warranty, and arrangements were made to deliver a replacement with updated software, while the customer was provided instructions for storing and returning the faulty pump to avoid additional charges. The customer acknowledged the need to reprogram settings and connect their cgm to the new pump and opted for multiple daily injections as a backup therapy to maintain insulin delivery.